Manufacturer narrative:
A general product problem can be excluded. The investigation determined the issue is consistent with a single sample quality issue.

Event description:
The initial reporter received questionable elecsys tsh, elecsys ft3 iii, and elecsys ft4 iii results for one patient tested with a cobas e411 immunoassay analyzer. The initial results were a tsh of 0.032 uiu/ml with a data flag, an ft3 of 0.961 pg/ml with a data flag, and an ft4 of <0.039 ng/dl with a data flag. A new sample was tested with results of a tsh of 1.97 uiu/ml, an ft3 of 2.59 pg/ml, and an ft4 of 1.48 ng/dl. The initial sample was repeated with results of a tsh of 2.10 uiu/ml, an ft3 of 2.57 pg/ml, and an ft4 of 1.51 ng/dl. The questionable results were reported outside of the laboratory. The tsh reagent lot number was 53357801 with an expiration date of 31-mar-2022. The ft3 reagent lot number was 547180. The ft4 reagent lot number was 547168. The expiration dates were requested but not provided.